Event description:
It was reported the patient experienced underinfusion of the drug in the pump. The drug, dose and concentration were not reported. The catheter was replaced. Upon removal, it was found that the catheter was completely severed. The remaining portion was unable to be retrieved from the intrathecal space. No specific symptoms or outcome were reported. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Catheter.